Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on bending section cover, water tightness was lost. The bending angle in up direction was insufficient due to the elongation of the angle wire. Connecting tube was discolored. The connecting tube, switch box, lock engagement lever, lock engagement knob, up/down knob, right/left knob, protector of universal cord, universal cord, bending section cover, control unit, image guide, grip and plastic distal end cover were scratched. The connecting tube had a wrinkle. The control unit was discolored. The universal cord was sticky. The control unit was corroded. Adhesive on bending section cover was chipped. The electrical connector was discolored. The play of the up down angle knob was not in specification due to the elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera duodenovideoscope experienced leakage in the insertion part. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined there was foreign matter in the air water cylinder. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing. The intended procedure was a therapeutic endoscopic retrograde cholangiopancreatography. There was no delay in procedure and it was able to be completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. It was confirmed that no abnormalities such as deformation of the air/water cylinder were not recognized during the repair inspection. Regarding other defects, it was confirmed that air leakage from bending section cover was recognized. It was confirmed by investigation of the user¿s reprocessing condition that reprocessing was usually performed according to instructions for use. However, it was confirmed that reprocessing prior to this event failed to be performed since air leak was detected. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable the cause of remaining foreign material occurred due to a detection of air leak resulting in an unfulfillment of reprocessing, therefore, insufficient removal of stain. Additionally, the cause of entering of a foreign material could not be specified since detailed information of the foreign material and handling condition were unable to be obtained. Olympus will continue to monitor field performance for this device.